Event description:
It was reported by service report that the restraint straps are torn which could effect patient restraint while being transported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.